Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The troubleshooting file provided did not contain the affected patient sample result data. Based on the information provided, no error codes or flags were identified. Quality control (qc) data was not provided from the day of the event. No other erroneous results were obtained for the free light chains, type lambda (flc lambda) method and no issue with the assay or system could be identified. These observations suggest a single event for one single patient sample result, which cannot be clarified due to lack of information. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required. The n latex flc lambda reagent is marketed in the united states under material number 10873630. The 510(k) number documented in section is for this product.

Event description:
The customer reported that a falsely elevated free light chains, type lambda (flc lambda) result was obtained on a patient sample using a 1:400 sample dilution on a bn ii system using n latex flc lambda reagent. Prior to obtaining the falsely elevated result, the sample had been run for flc lambda with a 1:20 sample dilution and an automatically triggered 1:100 sample dilution, recovering lower. Based on historic results, the lower flc lambda result obtained with the 1:100 sample dilution was considered to be the correct result and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated flc lambda result.